Manufacturer narrative:
1.customer called in to report false positive, because she tested her sick child, which showed positive results for both flu a and flu b. She then tested her two other children who are not experiencing any symptoms and are healthy as per cx, and both tests returned the same flu a and flu b positive results. 2.customer said they would visit pediatrician after call but has not yet information on follow up testing has been provided yet. 3.the manufacturer retested the lot (242cf10927) with flua&b negative samples, no false positive for flua&b were detected.

Event description:
Customer reports a possible false positive. She tested her sick child, which showed positive results for both flu a and flu b. She then tested her two other children who are not experiencing any symptoms and are healthy as per cx, and both tests returned the same flu a and flu b positive results.